Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6)2023, this patient on peritoneal dialysis (pd) reported they were hospitalized with peritonitis. There were no reported allegations of any issues with the performance of the fresenius cycler in relation to the reported peritonitis. In an additional follow-up call, a pd nurse familiar with the patient stated that the patient has had an ongoing peritonitis infection since (B)(6) 2023. The nurse stated that the patient¿s peritonitis was characterized by symptoms of cloudy pd effluent. The patient had a pd culture obtained (during a routine outpatient pd visit) which had growth of coagulase negative staphylococcus and an elevated white blood cell (wbc) count (result not provided). The patient was initiated on intra-peritoneal (ip) antibiotic therapy with vancomycin (dose unknown) on an outpatient basis. The nurse indicated that the patient had subsequent pd cultures obtained (dates unknown) that continued to have an elevated wbc (results unknown) despite treatment with ip vancomycin. On (B)(6)2023, the patient was hospitalized for a separate health issue unrelated to peritonitis or pd therapy. However, per the nurse, during this hospitalization the patient underwent removal of the pd catheter (not a fresenius product) due to the ongoing/persistent nature of the peritonitis infection. Additionally, the patient was transitioned to hemodialysis for renal replacement needs. No further information about the hospitalization was provided, including discharge details. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse reported the peritonitis is suspected to be associated with a breach in aseptic technique during the pd exchange.

Event description:
On (B)(6)2023, this patient on peritoneal dialysis (pd) reported they were hospitalized with peritonitis. There were no reported allegations of any issues with the performance of the fresenius cycler in relation to the reported peritonitis. In an additional follow-up call, a pd nurse familiar with the patient stated that the patient has had an ongoing peritonitis infection since (B)(6)2023. The nurse stated that the patient¿s peritonitis was characterized by symptoms of cloudy pd effluent. The patient had a pd culture obtained (during a routine outpatient pd visit) which had growth of coagulase negative staphylococcus and an elevated white blood cell (wbc) count (result not provided). The patient was initiated on intra-peritoneal (ip) antibiotic therapy with vancomycin (dose unknown) on an outpatient basis. The nurse indicated that the patient had subsequent pd cultures obtained (dates unknown) that continued to have an elevated wbc (results unknown) despite treatment with ip vancomycin. On (B)(6)2023, the patient was hospitalized for a separate health issue unrelated to peritonitis or pd therapy. However, per the nurse, during this hospitalization the patient underwent removal of the pd catheter (not a fresenius product) due to the ongoing/persistent nature of the peritonitis infection. Additionally, the patient was transitioned to hemodialysis for renal replacement needs. No further information about the hospitalization was provided, including discharge details. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse reported the peritonitis is suspected to be associated with a breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunctioned or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture generated growth of the organism staphylococcus which is an organism that is found on human skin. Therefore, based on the reported information, the patient¿s peritonitis is likely to be associated with a breach in aseptic technique during the pd exchange, as reported by the patient¿s nurse.